Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of allergy to metals ("allergy to nickel") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced arthralgia ("inflammatory chronic joint-pain, varying for 10 years"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). At the time of the report, the allergy to metals and arthralgia outcome was unknown. The reporter considered allergy to metals and arthralgia to be related to essure (ess205). The reporter commented: the symptoms developed in the month following essure placement (B)(6) 2006. The patient requested the essure removal. Batch number was unknown. Clinical consequences observed: chronic arthralgia associated with inflammatory syndrome. Relationship between symptoms and essure could not be excluded; surgical intervention was planned in (B)(6) 2018 for removal. Device is not available for analysis. Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test - in (B)(6) 2018: normal. X-ray - in (B)(6) 2018: normal. In (B)(6) 2018 - clinical examination - no abnormalities. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23-mar-2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 397 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of arthralgia ("inflammatory chronic joint-pain, varying for 10 years") in a 51-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical disc herniation and intervertebral disc operation (2 cervical disc prosthesis for hernia) in 2004. Concurrent conditions included overweight. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel with characteristic skin symptoms"). On an unknown date, the patient experienced dermatitis contact ("allergy to nickel with characteristic skin symptoms"). Essure (ess205) treatment was not changed. At the time of the report, the arthralgia, allergy to metals and dermatitis contact outcome was unknown. The reporter provided no causality assessment for allergy to metals and dermatitis contact with essure (ess205). The reporter considered arthralgia to be related to essure (ess205). The reporter commented: patient had requested the essure removal. Batch number was unknown. Clinical consequences observed: chronic arthralgia associated with inflammatory syndrome. Relationship between symptoms and essure could not be excluded. Device is not available for analysis. The implants removal was scheduled due to inflammatory chronic joint-pain but not removed at time of reporting (patient was lost to follow up) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Allergy test - in (B)(6) 2016: nickel allergy. Laboratory test - in (B)(6) 2018: normal. X-ray - in (B)(6) 2018: normal . Clinical examination - in (B)(6) 2018: no abnormalities. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: arthralgia. The analysis in the global safety database revealed 161 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: physician reported that patient had a history of nickel allergy, it was diagnosed in (B)(6) 2016 with characteristic skin symptoms (prev. In history, now added as event due to newly reported date of diagnosis). No more details were available. The implants were not removed at time of reporting (patient was lost to follow up). On (B)(6) 2018: no new information. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of arthralgia ("inflammatory chronic joint-pain, varying for 10 years") in a 51-year-old female patient who had essure (ess205) inserted. The patient's past medical history included hernia and intervertebral disc operation (2 cervical disc prosthesis for hernia) in 2004. Concurrent conditions included allergy to metals and overweight. On (B)(6) 2006, the patient had essure (ess205) inserted. In july 2006, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). Essure (ess205) treatment was not changed. At the time of the report, the arthralgia outcome was unknown. The reporter considered arthralgia to be related to essure (ess205). The reporter commented: patient requested the essure removal. Batch number was unknown. Clinical consequences observed: chronic arthralgia associated with inflammatory syndrome. Relationship between symptoms and essure could not be excluded. Device is not available for analysis. Essure removal due to inflammatory chronic joint-pain was planned to be performed on (B)(6) 2018 via bilateral annexectomy by laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Laboratory test - in january 2018: normal x-ray - in january 2018: normal clinical examination - in jan-2018: no abnormalities. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: arthralgia. The analysis in the global safety database revealed 152 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure device removal questionnaire ¿ patient¿s demographic data; medical history, essure removal method (bilateral annexectomy by laparoscopy - planned to be performed on (B)(6) 2018 for essure removal); previous reported event allergy to nickel deletion (it was considered to be a concomitant condition); and regulatory authority (ansm) reference number (r1805599). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of arthralgia ("inflammatory chronic joint-pain, varying for 10 years") in a 51-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical disc herniation and intervertebral disc operation (2 cervical disc prosthesis for hernia) in 2004. Concurrent conditions included overweight. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to metals ("allergy to nickel with characteristic skin symptoms"). On an unknown date, the patient experienced dermatitis contact ("allergy to nickel with characteristic skin symptoms"). Essure (ess205) treatment was not changed. At the time of the report, the arthralgia, allergy to metals and dermatitis contact outcome was unknown. The reporter provided no causality assessment for allergy to metals and dermatitis contact with essure (ess205). The reporter considered arthralgia to be related to essure (ess205). The reporter commented: patient had requested the essure removal. Batch number was unknown. Clinical consequences observed: chronic arthralgia associated with inflammatory syndrome. Relationship between symptoms and essure could not be excluded. Device is not available for analysis. The implants removal was scheduled due to inflammatory chronic joint-pain but not removed at time of reporting (patient was lost to follow up). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Allergy test: on (B)(6) 2016: nickel allergy. Laboratory test: on (B)(6) 2018: normal. X-ray: on (B)(6) 2018: normal. Clinical examination: on (B)(6) 2018: no abnormalities. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: arthralgia. The analysis in the global safety database revealed 160 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.